Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "No patient involvement. [Name removed] is biomed. He said he was performing routine testing and saw that intermittently the vent would give a quick "circuit occlusion" alarm, both visual and audible for a breath but not stop cycling. He said the vent was in regular test set up which is default on adult. He tried calibrating the xducers which did not help. He replaced the exp sensor which also did not help. He also had another avea trained biomed look at the vent, both came to conclusion gde (gas delivery engine) needs to be replaced."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The user facility biomed evaluated the device and determined the issue was caused by a faulty gas delivery engine. The carefusion field service representative completed the repair of the device by replacing the gas delivery engine and running the device through a complete checkout per the operator's and service manuals. Upon completion the device was release back to the customer ready to be placed back into service.